Manufacturer narrative:
The pad pro mfe, multi-function electrode, is intended for use during defibrillation, cardioversion, pacing, and ECG monitoring applications. This product is a single use, disposable device. The DHR/lhr, device history record/lot history record, review for the device in question, catalog number 2001m, padpro multifunction electrode, lot number y062411-05, showed that this lot was confirmed by manufacturing documentation to have been produced according to current and approved procedures and manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during the manufacturing process. A twenty-four (24) month review of customer complaint history prior to this event, for all padpro mfe's, showed (B)(4). The actual complaint device was returned by the end-user to conmed for evaluation. All lab testing results (electrical and gel moisture analysis) were all within specifications when the actual devices were put through quality engineering testing, and, these results do not suggest a correlation to the failure mode of "burn from pad." The root cause of the incident cannot be conclusively determined. There could be a number of causes most probably end-user technique related. The complaint investigation did not confirm any manufacturing or product defect; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. This medwatch is associated with the following medwatch reports: 1320894-2011-00080, 1320894-2011-00090, 1320984-2011-00092, ((B)(4), end-user submitted), and, 1320894-2011-00094, ((B)(4), end-user submitted). Three (3) additional complaints regarding padpro mfe's, for similar failure mode of minor skin burn from cardioversion, have resulted from this end-user facility. Conmed's marketing cardiology specialist visited this facility to evaluate the situations surrounding these incidents. (B)(6) hospital has made changes within their facility and no other incidents have occurred. Also, no other incidents have occurred regarding padpro mfe's at any other hospital within the (B)(6) hospital group.

Event description:
It was reported "inpatient department had a patient with a burn on his back. The cardioversion was done yesterday ((B)(6) 2011)". Patient status: burn treated with silvadene ointment.

Manufacturer narrative:
Conmed is attempting to retrieve the original device and additional information regarding the incident from the end-user facility. When a quality engineering evaluation is completed a supplemental report will be filed. Attempting to retrieve device from user.